Event description:
It has been reported to philips that wireless footswitch was not working. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that wireless footswitch was failing. The wireless footswitch has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless pedal was not working when testing. Fse found that the wireless foot pedal battery and wi-fi led were flashing. The fse replaced the battery of the wireless footswitch and tested all required tests. After replacement of the battery of the wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (tw 1006591), but it is related to battery of the wireless footswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.